Manufacturer narrative:
The technician found the latching mechanism was gummed up and non-responsive. The technician cleaned and lubricated the latching mechanism to resolve the issue.

Event description:
Technician alleged the siderail would not latch. No pt impact.